Event description:
Reportedly, the lead was positioned with the guide provided, the value of the impedance obtained was below 200 ohms, as well as a sensing value with a lot of artifacts. The lead was tested with two different psa cables to exclude the hypothesis of a defective cable. The decision was taken to change the lead. A new lead was implanted.

Manufacturer narrative:
Investigation summary: the review of the quality documents indicated that the lead met all the requirements of the specification during inspections. The analysis of the returned lead concludes that the cause of the electrical issues reported is due to incorrect gluing of inner tube to the core tip, which lead to blood infiltration at the inner and outer coil level. The causes for the detachment of the inner tube are currently unknown and under investigation. Ongoing improvement actions are carried out to prevent re-occurrence. The vega r58 s/n (B)(6) was released before the actions carried out to prevent the re-occurrence. This complaint has been recorded for trending purposes. For more details, please refer to the attached final report analysis.

Event description:
Reportedly, the lead was positioned with the guide provided, the value of the impedance obtained was below 200 ohms, as well as a sensing value with a lot of artifacts. The lead was tested with two different psa cables to exclude the hypothesis of a defective cable. The decision was taken to change the lead. A new lead was implanted.